Event description:
Boston scientific received information that approximately 5,100 episodes were stored, the most recent episode showed right ventricular (rv) loss of capture (loc). Impedance measurements were reportedly stable and within acceptable limits. A chest xray was performed and was unremarkable. Exit block was suspected and the physician wanted to implant a passive lead. An invasive revision procedure was performed and the physician moved the rv lead from the outflow tract to the rv septum and threshold measurements went from 0.7 v to 3.5 v @ 1ms. Technical services discussed monitoring recommendations. No further patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed as a result of the exit block condition. This lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.